Event description:
The facility's biomed reported an infusion pump with a 500 failure code. The biomed reports there was no report of pt injury or medical intervention caused by this device. It is not known if the device was in use on pt when the failure occurred.